Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.

Manufacturer narrative:
H6: activation failure removed as it is unrelated to this product.

Manufacturer narrative:
Correction: g3 of previous report should have been apr 26, 2024.

Event description:
New information received notes that stretched helix and tether jam was noted on the leadless pacemaker.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.

Event description:
It was reported that patient's leadless pacemaker (lp) was not able to be implanted during procedure. The procedure was completed using an alternate lp on 26 apr 2024. There were no patient consequences.